Event description:
The manufacturer received information alleging a ventilator was displaying a "circuit disconnect" alarm and was not providing flow. It was reported that the patient was manually ventilated and was transferred to the hospital and placed on a ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The issue appears to have been caused by the foam in the blower inlet pulling away from the adhesive. No loose particulates were observed. The device's air inlet path assembly needs to be replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect coding was provided. The coding is corrected on this report.